Manufacturer narrative:
The console was returned for evaluation. The customer's complaint that the console failed during boot up was confirmed. Multiple attempts were made to start the console; failures occurring (B)(4) out of (B)(4) times. It was determined that the failure cause stemmed from the main board. The board was replaced and the console performed within factory specification. Console serial number (B)(4) was manufactured in july 2013. This is the first reported failure for this device. The device caused/contributed to the reported failure. The patient had been placed under general anesthesia and was draped when the failure occurred. As the console would not turn on, the doctor converted the surgery to an injection of marcaine and amniovo. This medical device report is being filed due to the converted surgery. The patient is reported as healing without complications with no additional procedure needed at this time.

Event description:
Per the information provided, the console was turned "on" and then the screen went off and the operating room staff was unable to get the console turned back on. The patient was under anesthesia when the failure occurred. An incision had not been made into the treatment site. An alternative therapy modality was utilized; the doctor converted the surgery to an injection of marcaine and amniovo.